Event description:
The customer reported generation of erroneously low ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl), on their au5800 clinical chemistry analyzer (pn b96697, sn (B)(6)). The customer indicated obtaining an ise data controller error. The customer reran the patient samples on a secondary analyzer with results within specified range. There were no erroneous ise patient results released outside of the laboratory. There is no report of adverse event, harm, injury, exposure, death, or change/delay in treatment associated with this event. The customer did not provide patient data and/ or patient demographics.

Manufacturer narrative:
The customer technical support (cts) provided troubleshooting assistance to the customer over the phone. The customer found a broken ise buffer solution cap. The customer replaced buffer cap, performed a reboot including circuit breakers, and a manual enhanced cleaning. The issue was resolved by recommended troubleshooting, and the customer was satisfied with the information provided. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is case- (B)(4).